Event description:
It was reported that a system error (se) 2240 (air in tubing) occurred on the homechoice (hc) during the initial drain. There was nothing found during troubleshooting that would cause or contribute to the alarm. Therapy was completed with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.